Event description:
The customer called to report that his wife called the paramedics for assistance as his blood glucose dropped to 25 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and self tests. The bolus history was reviewed, and there were two boluses in the bolus history. One of them was taken at 9:58 pm. The customer doesn't remember programming that bolus, and stated he was already in bed by that time. The customer stated he would review his glucose meter to see if he checked his blood glucose at that time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.